Event description:
Patient 20 of 49.it was reported that when using the bd vacutainer® sst¿ blood collection tubes, 1 patient sample exhibited erroneous elevated potassium results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field.there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855.a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.